Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, mentioned that she had back surgery on (B)(6) 2014, since then she has been in pain and having issues controlling her blood glucose levels. She also has been having issues with her thyroid. High blood glucose episodes tend to occur after breakfast and then lows throughout the day. She eats the same meals each day and blood glucose was unstable. Current reading was 308 mg/dl, but it was 460 mg/dl. Symptoms were flushed face and headaches. Troubleshooting was performed and it was noted the time inaccurate. It was an hour off due to daylight savings, was advised to speak to doctor. She also mentioned that in previous sets she has noticed tiny bubbles in the tubing. Customer was advised to change the complete set, reservoir, and insulin. High pressure was not performed as customer didn't have a tubing clamp. Customer called back on (B)(6) 2014, high pressure test was performed and the device passed. The device is not being returned for analysis.